Event description:
This is a non-us event. This malfunction occurred in (B)(4). On (B)(6) 2010: upon removal of a tampon, consumer stated pieces remained lodged inside of her. She used a douche and washed out the remaining pieces.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.